Manufacturer narrative:
The customer¿s reported complaint of the pcu flashing ¿system failure¿ was not replicated; however system logs identified an 800.8000 error event occurring during the reported time of the incident. A comprehensive review of the logs identified error code 800.8000 in the pcu error log at 4:18:42 am on (B)(6) 2018, indicative of the reported incident. Conversely, during the error event, the four attached pumps did not shutdown as noted in the complaint description. The pumps shutdown approximately 40 minutes later when the infusions were shut down by the user when the ¿channel off¿ key was pressed. Test results, consisting of programmed simulated produced by key press replication and a functional test infusion did not induce the reported error event or the error code identified in the logs. Results from the system logs, and test automation used in attempt to reproduce the error event performed by software engineering, indicates that the root cause was inconclusive in identifying the 800.8000 error. However, the error was suspected attributed to a race condition caused by the rapid programming events. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4).

Event description:
The customer reported that the pc unit was flashed "system failure" and the attached four pump modules powered off. Two of the pump modules were actively infusing at the time of the system failure. A new set of devices was obtained to continue the patient's infusion. No patient harm was reported.